Event description:
A rod, implanted along with a second rod, 16 screws and another MFR's cross links and cage(s), broke post-operative. Pt was reportedly walking to their car when pt suddenly felt a sharp pain. Implants have not been removed to date.